Event description:
It was reported that "2/3 times patient has had to reset the pump as the pump has died on her a few times this year". There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.